Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted concurrently with a supercervical hysterectomy, rso, abdominal and sacral colpopexy, and cystoscopy due to uterovaginal prolapse. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure in order to treat stress urinary incontinence on (B)(6) 2005 and a mesh was implanted into the patient. It was reported that the patient underwent mesh revision/removal. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an undisclosed date and mesh was implanted into the patient. It was also reported that the patient experienced undisclosed post-operative complications. No additional information is provided at this time.